Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 44. Details of surgery: ridge augmentation. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.